Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with the pulse generator in back up operation. The patient was subsequently brought into clinic where the device was successfully restored via download.